Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combinations. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: femur cemented standard left size 11 catalog#: 42504607001 lot#: 64779943. Stem extension straight splined uncemented 22 mm diameter +135 mm length catalog#: 42560113522 lot#: 64661011. Tibia fixed cemented left size f stem extension use required catalog#: 42542007501 lot#: 64752993. Stem extension straight splined uncemented 20 mm diameter +135 mm length catalog#: 42560113520 lot#: 64695820. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee revision approximately eleven months post-implantation due to pain. Attempts to obtain additional information have been made; however, no more is available.